Manufacturer narrative:
The customer support engineer evaluated the device. The alleged malfunction could not be duplicated. During further investigation, external monitoring cables the hospital was using were revealed to be contaminated with water. There was rusting at the external connections.

Event description:
Covidien received information stating that during patient use, the 980 ventilator was displaying an orange alarm. The ventilation was not interrupted and there was no issue with the patient. The customer removed the patient from the ventilator and placed the patient on an alternate ventilator as a precaution. There was no patient harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).